Manufacturer narrative:
Product complaint # (B)(4). H3 evaluation: complaint sample review : complaint samples of drain, with pre-attached adapter and without any trocar were received for evaluation. All the products were inspected visually under magnification, detailed observations: 1. Sample a - complaint sample - side part of adapter (which is used to connect the adapter with collection bag / reservoir) was cut-off completely. 2. In three complaint sample - no negative observation was noted. From the observations, it is clear that the external factors, which are out of manufacturing scope could not be ruled out at user end, and lead to the defect generation. As per standard practice, 100% functional test and 100% visual inspection was carried out, before and after packing of finished goods, prior to the product release. There was no scope to miss such defect, at manufacturing / release stage. Documents review : not applicable, as lot number of the complaint was unknown, hence, batch history review was not performed. Retention sample review : not applicable, as lot number of the complaint was unknown, hence, retention sample review was not performed. Review of defective sample's image / video : total two images were received in the complaint form, where, in photo 1 complete product was visible and in photo- 2 wire was came-off outside the catheter lumen was visible. Considering all facts, it is inconclusive to conclude the complaint. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Was the reservoir used with the adapter included with the corresponding blake drain unk. What is the lot number of the jvac reservoir (2179) product involved? Unk what is the lot number of the blake drain (2233) product involved? Unk it has been reported that 6 reservoirs were involved. Please clarify, how many jvac reservoirs (2179) demonstrated the alleged deficiency? 6. It has been reported that 6 reservoirs were involved. Please clarify, how many blake drains (2233) demonstrated the alleged deficiency?8. If six reservoirs and six drains were involved, were all involved over the same patient procedure? If not, please clarify how many patient procedures are involved and create one product complatin per each patient procedure. Unk please perform and document the follow up attempt for product return the device has been received at sukagawa and will be shipped. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) (B)(6). Please confirm that 14 products were used during this one procedure with one patient: jvac reservoirs (2179) demonstrated the alleged deficiency? 6. Blake drains (2233) demonstrated the alleged deficiency? 8 what was the procedure? Unk. Date of procedure? Unk. Date of event? Unk. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown surgery on an unknown date and a drain was used. The doctor pointed out that the connection was looser than other lots. The doctor also said that the connection was fixed with silk suture, but air still got sucked in. Same product was used to complete the case. There were no adverse consequences to the patient. Further details are not provided. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d9. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.